Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple unexpected resets occurred. Customer's blood glucose level was 234-235 mg/dl. Customer reloaded their cartridge and resumed insulin therapy.